Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump is within normal operating currents. Unit passed self test. No e34 error during self test or in the alarm history file. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 273 mg/dl at the time of the call. The customer stated that the drive support cap was protruded and had been off the insulin pump for a month due to having no supplies. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.